Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that infusions were running on four channels. The module infusing epinephrine malfunctioned and stopped; no details of the malfunction were provided. The user changed all the infusions to different devices. During this, the patient was mildly hypotensive, but it was reported that this was not necessarily related to the malfunction as he had experienced a few periods of this overnight. There was no report of lasting effect. Biomed reported changing a defective pressure sensor.